Manufacturer narrative:
Patient codes: (persisting back pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: on (B)(6) 2011 the patient underwent spine fusion surgery on the lumbar region of his spine from vertebrae l5 to s1 using rhbmp-2 from a posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the posterolateral gutters). Patient continued to experience chronic lower back pain, with pain radiating to his hips and down his legs. Patient had limited mobility, was constantly tired, and had difficulty sitting and walking for extended periods. Patient also suffered from loss of appetite and gastrointestinal issues. These serious injuries prevented patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.